Manufacturer narrative:
(B)(4).

Event description:
It was reported that once when the patient was "on an escalator, suddenly the deep brain stimulator (dbs) turned off." It was noted the patient "had no idea why that happened and if this was related to the escalator." No further information was reported. Additional information has been requested regarding any possible symptoms experienced and whether troubleshooting was performed after the event occurred. Additional information was requested; a supplemental report will be filed if additional information is received.